Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the sensor and no issues were observed. Performed a visual inspection on the returned applicator and no issues were observed. The applicator was fired but the sharp was not retracted. Observed sharp stuck inside the sensor plug assembly. Visual inspection performed on the sensor pack and damaged transition featured were observed. The lid was completely peeled off. Therefore, this issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon attempting to apply the freestyle libre sensor, the sensor was "blocked in the applicator" and therefore could not be applied. The customer experienced malaise and a loss of consciousness; however, no third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon attempting to apply the freestyle libre sensor, the sensor was "blocked in the applicator" and therefore could not be applied. The customer experienced malaise and a loss of consciousness; however, no third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.